Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the doctor and was diagnosed with a skin infection identified methicillin-resistant staphylococcus aureus (mrsa). There was purulent discharge and was abscessed. For treatment, the site was lanced and the patient was prescribed antibiotics. The pod was worn on abdomen. The patient was discharged after 40 minutes. The pod was discarded.